Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. There was no evidence of blood infiltration on the safety disk, pim assembly, etc. Multiple occurrences of "catheter inspection required (flow restriction)" were recorded in the alarm log around the time of the reported malfunction. A catheter kink was suspected. The fse performed an all manifold test and running test to ensure proper pumping.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a balloon rupture occur while using a third-party balloon. There was no harm or injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a